Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced what appeared to be ventricular tachycardia (vt). Anti-tachycardia pacing (atp) was successfully provided; however, the atp accelerated the vt rhythm to ventricular fibrillation (vf). Two shocks were delivered which successfully converted the rhythm. Technical services (ts) reviewed the report with the clinician. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product remains in service. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of rhythm acceleration was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, the conclusion code known inherent risk of device was assigned, because the reported observations were covered by the instructions for use, it can be concluded that expected or well-understood factors most probably contributed to the event.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced what appeared to be ventricular tachycardia (vt). Anti-tachycardia pacing (atp) was successfully provided; however, the atp accelerated the vt rhythm to ventricular fibrillation (vf). Two shocks were delivered which successfully converted the rhythm. Technical services (ts) reviewed the report with the clinician. This crt-d remains in service. No additional adverse patient effects were reported.